Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 432 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose levels. However, customer was treated for their glucose levels with manual injections. Customer also reported that the battery cap was missing. It was not reported whether auto mode was active at the time of the incident. The product will be returned for analysis.

Manufacturer narrative:
Device received with cracked case and cracked battery tube threads. Unable to confirm damage battery cap due to device was received with no original battery cap.